Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low glucose reading on the abbott diabetes care (adc) device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). Due to low sensor scan the customer self-treated with sweets and as a result the customer experienced headache, and self-presented to the hospital. A healthcare professional (hcp) obtained a laboratory reading of 380 mg/dl when compared to a sensor scan result of 60 mg/dl. The length of the wear was 6 days. When the provided results were plotted on a parkes error grid, fell into the ¿d¿ zone showing the difference in values to be clinically significant. The customer required administration of insulin from hcp for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.